Event description:
The clinician reported an unexpectedly high positive end expiratory pressure (peep) value during a surgery on a child. There was no adverse impact on the pt.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.